Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed no anomalies were found. The exposed right ventricular(rv) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv pacing lead was rising. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, on (B)(6) 2015, rv pace lead impedance has been rising since (B)(6) 2013, and the rv pace lead impedance was 3135 ohms on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead encountered high impedance, and physician decided to leave the lead implanted and monitor the patient. Approximately three months later a patient alert occurred with noted high impedance of the rv lead. As a result the rv lead was explanted and replaced. However, during explant of the rv lead difficulty was encountered as it was not possible to remove the lead from the patient's vein. Subsequently the rv lead was removed via femoral approach with a "lasso" catheter, and cutting the connector lead. No patient complications have been reported as a result of this event.